Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The devices internal battery was replaced to address this issue. The device passed all testing.